Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient underwent a pocket revision procedure due to patient comfort issues. During this procedure, it was decided to remove and replace the implantable cardioverter defibrillator device due to it being under advisory. Device had not shown any alerts and did not exhibit any malfunctions. Patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.